Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9625 hex driver tip broke and the ar-9676 and ar-9597-20 reamers cold welded together. This was discovered during use in a reverse total shoulder procedure on (B)(6) 2022. The case was completed with no patient harm.